Event description:
It was reported that a spectrum iq pump did not infuse ado-trastuzumab (kadcyla) 230 mg in sodium chloride 0.9% 286.5 ml chemo ivpb, at a rate of 573 ml/hr (primary bag) during programming/setup at pharmacy department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.